Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was flow issues where the injector appear to be drawing medication back into the vial with a bd phaseal optima protector (p13-o). The following information was provided by the company reporter: (3 of 4 complaints) it was reported that the medication was having trouble flowing completely into the vial with one injection. The following information was provided by the initial reporter: we are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay.

Manufacturer narrative:
H.6. Investigation summary: two samples from protector lot 1901101 were returned to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, connecting a sample injector to the protectors along with the vial and a syringe according to the instructions for use. In all cases it was possible to withdraw fluid from the vial, the expansion chamber functioned properly, and the product functioned as intended. A device history review was performed for reported lot 1901101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Testing results for lot 1901101, along with the testing performed on the received samples were reviewed, no defects were observed and product met required specifications. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that there was flow issues where the injector appear to be drawing medication back into the vial with a bd phaseal optima protector (p13-o). The following information was provided by the company reporter: (3 of 4 complaints) it was reported that the medication was having trouble flowing completely into the vial with one injection. The following information was provided by the initial reporter: we are noticing that the injectors seem to be pulling drug back into the vial after we have detached the syringe with the amount we had needed causing us to have to back into the vial a few times to get the desired amount to stay.